Event description:
Pt was presented to the interventional lab for a stenting procedure of the common iliac artery (side unk) was presented to the interventional lab for a stenting procedure of the common iliac artery (side unk). The vessel was described as heavily calcified and tortuous and there was a 95% stenosis. The physician attempted to make access with a brite tip sheath using a left femoral approach, but due to heavy calcification, the tip of the sheath, "peeled" back or turned over and could not be introduced. The sheath was discarded and another brite tip sheath was used to make access. The physician crossed the lesion and attempted to pre-dilate the lesion with a pf-p3 balloon. Upon inflation with an inflation device, the balloon rupture at 4 atmospheres.